Event description:
Follow up report is being submitted due to the completion of the investigation. Initial description below: (B)(6) 2019: evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. (B)(4). (B)(6) 2020: after removing the plastic stent (oston scientific/flexima) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. ((B)(4) deployment issue, (B)(4) off label use) another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. (B)(4). [(B)(6) 2020 ty@cj]: additional information was provided from the sales rep. Has the patient been diagnosed with the new corona positive? No. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. When the device was inserted into the stenosed lesion, (B)(6) said ¿it is hard". Patient outcome: there have been no adverse effect to the patient reported. Patient/event - notes: physician's comment: I supposed to hold the device with not much force, but I'd like to know why it breaks. I would like you to consider increasing the strength of the device. Additional questions: prefix: evo general questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal); (during stent placement). What endoscope type and channel size was used? N/a. What was the position of the elevator? Was it opened or closed? (Opened). Details of the wire guide used (diameter, type, make)? Visiglide2. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? (Yes). How long was the stent in the patient by the time this complaint occurred? 1-2min. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: what was the length and diameter of the stricture? Stenosed lesion about 4 diameter. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? Yes. Was there resistance felt passing the evolution through stricture? Was the stricture dilated before stent placement? (No). Questions related to during insertion into patient: was the product inspected for kinks or damage before use? (No). Was resistance felt during insertion into patient? (Yes). If yes, at what point? Stenosed lesion. Questions related to during stent placement: did the product fail during stent deployment or recapture? (Recapture). Was the directional button pressed during use? (Yes). Was the yellow marker kept in view during deployment? No. Are images of the device or procedure available? No.

Manufacturer narrative:
This file is related to (B)(4) and (B)(4). Device evaluation: the evo-fc-10-11-6-b device of lot number c1713636 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020 and re-evaluated on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: device was returned disassembled, all cogs were intact. Stent fully deployed on return, however still attached to lasso loop and lock wire, stent intact. Second lock wire returned separately. Lock wire removed without issues. Upon further review of the photos, it was noted that there was a cog broken on one of the gears that was not observed during lab evaluation. As per engineering "I agree, potentially the smaller gage wireguide could have challenged the device placement which could result in the outer sheath damage or bent. This in turn could impact deployment; as the damage/bent outer sheath presented more deployment forces on the handle¿s deployment mechanisms resulting in cog breakages" following the lab evaluation additional information was requested to aid with the investigation: -can you advise how much stent was deployed when they try to recapture the stent for adjustment of the position? Half way deployed. -did they pass the point of no return? No. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1713636 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1713636 ; upon review of complaints this failure mode has not occurred previously with this lot #c1713636. The instructions for use ifu0062-5 which accompanies this device, informs the user about the delivery system description: "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." Instructions for use, informs the user to" under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." And "when stent point-of-no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle." Also informs the user about the precautions:" stent should be placed using fluoroscopic and endoscopic monitoring." As per precaution section: "the stent should be placed with the cook delivery system, which is provided with each stent", as per instruction for use section, "to deploy stent, remove red safety guard from handle, then squeeze the trigger" from additional information recived,0.025 inch wire guide was used, as per complaint description "since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body" also it may be noted that, as per additional information noted, the yellow marker was not kept in view during deployment . There is evidence to suggest that the customer did not follow the instructions for use, root cause review: a definitive root cause could be determined from the available information. A definitive root cause can be attributed to user error, as the user didn't follow the instructions for use. From additional information received,0.025 inch wire guide was used, as per complaint description "since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body" also it may be noted that, as per additional information noted, the yellow marker was not kept in view during deployment . As per engineering input, "yes I agree that using an incorrect wire guide (user error ) may have contributed to the deployment difficulties" as per device evaluation, the safety wire was still attached. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, there have been no adverse effect to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This is a follow up report that is being submitted as a result of the device being returned and a lab evaluation being carried out on 16-jun-2020. Investigation is still underway.

Event description:
This is a follow up report that is being submitted as a result of the device being returned and a lab evaluation being carried out on 16-jun-2020.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2019 evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. (B)(4). (B)(6) 2020. After removing the plastic stent (B)(4) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. ((B)(4) - deployment issue, (B)(4) off label use) another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. (B)(4). 7 may 2020, (B)(4). Additional information was provided from the sales rep. Has the patient been diagnosed with the new corona positive? No. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. When the device was inserted into the stenosed lesion, professor kishida said ¿it is hard".

Manufacturer narrative:
This is a follow up report that is being submitted as a result of the device being returned and the initial lab evaluation being carried out on 03-jun-2020, a follow up report has already been submitted for the lab re-evaluation which was carried out on 16-jun-2020. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report that is being submitted as a result of the device being returned and the initial lab evaluation being carried out on (B)(6) 2020, a follow up report has already been submitted for the lab re-evaluation which was carried out on (B)(6) 2020.